Event description:
Additional information received reported the patient received assistance from their doctor or manufacturer representative and my concerns were resolved.

Event description:
It was reported that implantable neurostimulator (ins) did not work and a replacement recharger was going to be sent. It was noted that on the night of (B)(6) 2014 ¿the ins just won¿t do nothing.¿

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3550-39, lot# n280693, implanted: (B)(6) 2011, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).